Event description:
Dr reported to our sales rep that he was performing a surgery procedure. During this he observed that it was not possible to perform the distal locking with the reported device. (200nail). There was a delay of 5 min. A replacement was available and the surgery was successful completed.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.